Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 470cc mentor memorygel xtra breast implant prostheses and experienced postoperative right-sided grade IV capsular contracture and bilateral ptosis postoperatively. During the consultation held on (B)(6) 2020, the patient's physician stated that the right breast appeared to be higher than the left side, and the patient experienced right double bubble deformity and device migration due to the capsular contracture. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral mastopexy and unilateral removal and replacement with a 470cc mentor memorygel xtra breast implant (right catalog #: thpx470, right serial #: (B)(4)) for the right side on (B)(6) 2020. This report is for the left-sided prosthesis.